Event description:
It was reported that the device's ventricular capture management (vcm) had adapted upward, however, in-office testing indicated that actual threshold values were much lower. The device was reprogrammed to turn off the vcm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6957-58 lead implanted: 1987 (B)(6); 4296-88 lead implanted: 2014 (B)(6). (B)(4).